Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60786 and 2937094-2019-60787. Date of event: the exact date of the event was not reported. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap was detached. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. Cap wear and cap detachment are known inherent risk of device. Cap wear was accelerated due to anatomical/procedure factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. In addition, analysis of the returned fiber pouch revealed that the pouch is opened from the right to the middle and ripped down the center. The top part of the pouch from the left to center is still sealed. Due to the observed pouch failure, an investigation conclusion code of cause not established was assigned. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The distal part of the glass cap and metal cap are detached and returned. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.